Event description:
The customer reported a unicel dxh 800 coulter cellular analysis system failed hemoglobin (hgb) background on daily checks. In addition, the instrument gave incomplete computation ( non-numeric replacement flags.) There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the hgb cuvette and lamp to resolve the reported issue. The fse also adjusted the hgb gain, verified instrument performance, and ran controls which passed within specification. (B)(4). (B)(6).